Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.